Manufacturer narrative:
Product ID 8703w, serial# (B)(4); product type catheter. (B)(4).

Event description:
Additional information later reported the pump was used to deliver dilaudid.

Event description:
It was reported, the patient¿s first pump only lasted three years. It was noted, the pumps were working fine and ¿then just went out.¿[refer to manufacturer report # 3004209178-2014-04071 regarding the patient¿s second pump]. It was also reported when the patient had the first pump, he was feeling sick and went to the emergency room (ER) and ¿his pump probably ran out and put him in the hospital.¿ the pump was checked and ¿the pump ran out, it was not even operating and then I got sick as a dog.¿ the pump was removed in 1999 and replaced with a new pump. It was unknown what drugs the pump was delivering. Additional information has been requested; a follow-up report will be sent when it becomes available.